Event description:
The device was being used to treat a pt. Reportedly, the device gave a low battery indication and shut off before the device operator switched to battery number two. The rptr complained that the pacer settings did not come back on when the device was turned back on with battery number two.